Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 4.00x24mm promus element ¿ stent was advanced to treat the lesion. However, the stent got dislodged upon advancing to the lesion. Subsequently, the physician deployed the dislodged stent in the radial artery. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: f/g,promus element,mr, ous 4.00x24mm stent delivery system (sds) was returned for analysis without a stent. No stent returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to significant positive pressure. Crimp markings were evident on the exposed balloon body indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found that a portion of the mid-shaft section appeared stretched and twisted for 9mm distal of the no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 4.00x24mm promus element stent was advanced to treat the lesion. However, the stent got dislodged upon advancing to the lesion. Subsequently, the physician deployed the dislodged stent in the radial artery. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.